Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The accessit notes on (B)(6) 2013 noted that the upload to diasend was reviewed and the blood glucose (bg) levels were above target from 6am to 10pm and range from 48mg/dl to hi. The average bg was 255mg/dl with 16% normal bolus and 13% over rides with 72% of total daily dose as bolus insulin. Animas customer support (cs) contacted the reporter to discuss the logs without success. Cs attempted to contact the reporter again and there was no answer. Cs stated in the message that they were concerned that the patient¿s bgs were so high at times and average was 255mg/dl. Cs stated that they will email the reporter on troubleshooting the high and low bgs, and will send articles about diabetic ketoacidosis. Cs also stated in the message a reminder check ketones for bgs greater than 250mg/dl and to call their healthcare professional for moderate to large ketones. This report is being made due to the alleged hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: the black box begins on 2015-07-18. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.